Event description:
Paramedics responded to a cardiac arrest 911 call at the home of an adult of nearly 200 lbs in weight. The arrest victim was moved from the bedroom to the living room to establish a workable space. The patient was positioned on the autopulse platform, the chest bands were closed over the chest and the device was powered up; no faults or error messages were displayed on the user interface. The start button was activated, performed its self-check, and the device properly completed initial "take-up" to measure the patient's torso. The device was activated to begin its compression cycle and within the first compression the chest compression assembly (cca) separated at its break-away link rendering the device non-operational. The paramedics reverted to manual CPR as directed in the manufacturer's user guide, and continued advanced life support measures. The cardiac arrest victim was pronounced dead at the scene.